Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda appears to be due to patient conditions (rotated heart). Mitral valve insufficiency/regurgitation was due to the slda. Mitral regurgitation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to degenerative treat mitral regurgitation (mr) grade 4 and rotated heart. A mitraclip xt (30110r2016) was implanted in the mitral valve, reducing mr to grade 1. A mitraclip xtw (30629a1051) was then implanted in the tricuspid valve, reducing tr to an unknown grade. On (B)(6) 2023, an echocardiogram was performed and it was observed the xt clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. One clip was successfully implanted, stabilize the slda and reducing mr to a grade of 3. However, it was observed the xtw clip implanted on the tricuspid valve had detached from the anterior leaflet and remained attached to the septal leaflet (slda), causing tr to increase to grade 5. No additional treatment was performed in the tricuspid valve. No additional information was provided.